Manufacturer narrative:
(B)(4). The insulin pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o ring, cracked battery tube threads, cracked case battery tube and peeling keypad overlay. The test reservoir does not lock in place and unable to perform the displacement test or verify error alarm due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. The customer stated they resolved issue by changing reservoir. Customer reported that they had high blood glucose and was not using insulin pump system within 48 hours of reported high blood glucose event. The reservoir will not be returned for analysis.